Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: g4, g7, h2, h4, h6, and h10. Within the initial report, it was identified that the event happened during a procedure. However, olympus had received information from the facility stating that the event happened before a therapeutic procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred because the communication between the processor and the camera head became impossible due to the cable. Damage to the cable is likely due to user's handling. The contents of the instruction manual related to damage to the cable states: do not coil the camera cable with a diameter less than 20cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The subject camera head was returned to the service center. The evaluation confirmed the reported "camera was not recognized when plugged in" as the image was intermittent and the cable was defective. Additionally, the video connector lens was chipped/cracked. A review of the camera head's repair history indicated the camera head was last serviced via repair on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a diagnostic procedure, the 4k autoclavable camera head was not recognized when plugged in. A second camera was brought into the room and worked without issue. No patient injury or harm was reported.